Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Additionally it was reported that customer had "false alarms". Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.